Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer reported a pump error 53(software error detected) for their insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and indicated that the customer was able to clear the alarm and rewind the pump. It was unknown whether the customer will continue or discontinue the use of the device and the product will not be returned for failure analysis.